Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the operator performed lower extremity arterial stent placement. The procedure was performed by retrograde puncture from the left femoral artery using a short non-cordis sheath. Postprocedural hemostasis was performed using a 6f exoseal vascular closure device (vcd). Upon slow retraction of the device at an angle of approximately 45° degrees, the return indicator pulsatile blood flow ceased, and then the blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported injury to the patient. The operator has had many years of experience using the 6f exoseal. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. Excess force was not applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. The exoseal vcd was securely locked with the vascular sheath introducer. The device is being returned.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was used for postprocedural hemostasis. The blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported injury to the patient. The operator has had many years of experience using the 6f exoseal. The operator was performing lower extremity arterial stent placement. The procedure was performed by retrograde puncture from the left femoral artery using a short non-cordis sheath. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. Excess force was not applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. The exoseal vcd was securely locked with the vascular sheath introducer. Slow retraction of the device at an angle of approximately 45° degrees, the return indicator pulsatile blood flow ceased. One non-sterile exoseal vascular closure device (6f), involved in the reported complaint, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received in the black/white position. During this visual analysis, a kinked portion was observed in the delivery shaft, located 6 cm from the distal tip. The guard locking simulation could not be performed as the guard was already locked, and the indicator wire was received already deployed. Additionally, a deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever depression, which was able to be fully depressed. The indicator wire retracted and plug deployed as expected. Additionally, the indicator window black/white and red position was obtained as well. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter. The measurement was within specification. A high magnification evaluation was executed to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of indicator window no change to indicator" was not observed through analysis of the returned device. The device functioned correctly with change in the indicator window and successful plug deployment during the functional analysis. There was a kink observed on the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to this issue experienced by the customer. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Any issues experienced when attempting to use the device may be related to the kink found on the shaft during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was used for postprocedural hemostasis. The blocker was slowly withdrawn for approximately 1 cm without a change in color of the blocker indicator window. The operator tried several times to change the angle, but the indicator window did not change color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported injury to the patient. The operator has had many years of experience using the 6f exoseal. The operator was performing lower extremity arterial stent placement. The procedure was performed by retrograde puncture from the left femoral artery using a short non-cordis sheath. The product was stored and handled according to the instructions for use (IFU). The product was inspected and prepped according to the IFU. Nothing unusual was noted about the device prior to use. The device was prepped according to the IFU. The procedure used a retrograde approach. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque at the puncture site. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. No resistance or friction was experienced as the exoseal vcd was advanced through the sheath. Excess force was not applied during insertion. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly, and an audible click was heard. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to a solid black color. The exoseal vcd was securely locked with the vascular sheath introducer. Slow retraction of the device at an angle of approximately 45° degrees, the return indicator pulsatile blood flow ceased. The device is being returned.